Manufacturer narrative:
The na electrode lot number was bgj80. The expiration date was not provided. The cl electrode lot number was bcc08. The expiration date was not provided.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. The initial na result was 154 mmol/l. The repeat from a different cobas pro ise analyzer was 140 mmol/l. The initial cl result was 110 mmol/l. The repeat from a different cobas pro ise analyzer was 98 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
Calibration was last performed on 17-jun-2025. Qc was acceptable. An "abnormal aspiration" alarm was observed on the alarm trace data. The field service engineer (fse) found the sonic wash station (sws) was contaminated with sodium deposits. The fse replaced the sws and performed preventive maintenance. Calibration, qc precision, an ise check, and correlation testing were performed. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.